Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging multiple inaccuracies on their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the product issue began. The patient reported obtaining blood glucose readings of 214 and 208mg/dl on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient stated that the time difference between these results exceeded 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with pills, diet and exercise. The patient reported exercising in response to the reported inaccurate readings. The patient denied developing any symptoms. The patient reported visiting their doctor where they received treatment of glucose tablets/gel. The patient was unable/unwilling to answer questions around the time difference between these events. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from an hcp while using the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.